Event description:
It was reported that during the attempts of cross with the xience v stent delivery system (sds), torque force was applied on the sds several times and the hypotube had separated. There was no difficulty to withdraw the distal portion as the separated point was outside the pt. Though requested, no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Excessive force. Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, it appears the difficulties advancing may be related to the lesion site, which was reported as eccentric with heavy calcification. Although the sds was not returned for eval, which may have aided in the cause analysis, in this case, it is likely that the shaft kinked as a result of pushing against resistance while attempting to cross the heavily calcified lesion, and during removal, the hypotube separated. If the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. As it was reported that force was applied to the sds while attempting to cross, it should be noted that the product instruction for use states: "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit." A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product related deficiency.